Event description:
An eye care professional reported that a patient experienced iritis, left eye, associated with wear of freshlook colorblends contact lenses, use of bausch & lomb allergy drops, and unspecified brand saline drops. The patient presented with red left eye of 2 to 3 week duration, pain, itching, and foreign body sensation. Stromal haze 3+. No superficial punctuate keratitis (spk). Visual acuity 20/20 right eye and 20/50 left eye (pre-event acuity unknown. Prescribed homatropine 5%, pred forte, and vigamox. Instructed to return to office in 24 hours. Event completely resolved with no reduction in visual acuity or scarring.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." Evaluation of returned complaint sample(s) (opened/worn and unopened) were found to met specification for all testing performed. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.